Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 436 mg/dl. The customer reported being at a funeral and a message about auto off appearing. The customer treated for the high with a bolus from the insulin pump. The customer¿s blood glucose level after dinner was 205 mg/dl. The customer had symptoms related to the high was nausea. The customer treated for the high blood glucose levels with manual injections. The technician advised the customer the auto off alarm meant her insulin has stopped, because no buttons had been pressed within the set time limit. The insulin pump will not be returned for analysis.